Manufacturer narrative:
Additional information provided indicated paravalvular leak (pvl) was suspected, balloon aortic valvuloplasty (bav) was not performed, and nominal volume was used. As the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training / IFU for the commander delivery system, and manufacturing mitigations. No relevant photographs / video / imagery were provided with the complaint. As the correct lot number information was not provided, review of DHR and lot history were unable to be performed. A review of complaint history from april 2016 to march 2017 for the commander delivery system (all models and sizes) revealed no other complaints for the complaint code ¿balloon - incorrect diameter¿. A review of complaint history revealed that the occurrence rate did not exceed the march 2017 control limits for the trend category (¿dimension discrepancy¿). No IFU/training deficiencies were identified. Correct lot number information was not provided with the complaint, therefore manufacturing date was unable to be determined. The sop and els revisions used in this section are the latest revisions released prior to the complaint occurrence date. During manufacturing, the delivery systems / components undergo multiple 100% inspections. The inflation balloon undergoes 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter (od), and double wall thickness. It is also 100% visually inspected for witness lines, foreign matter, impurities, contamination, deformation on the cone, crow¿s feet, gel spots, fish eyes, and scratches. The inflation balloon was 100% visually inspected for distorted/pinched folds during the pleat and fold process. Post visual inspection, both distal and proximal balloon covers are visually inspected to ensure they are free of damage. On the fully assembled delivery system, the balloon is 100% visually inspected by both quality and manufacturing for visual defects. The distal and proximal balloon covers are inspected, including checking that the proximal balloon cover is positioned all the way up to ¿balloon bump¿ (pumpkin) and rejected if there is a split on the proximal balloon cover. The commander delivery system is leak tested to ensure that there are no holes or leaks in the inflation lumen for the balloon. Post leak test, the balloon covers and inflation balloon are inspected for any damage. During packaging, device is 100% visually inspected to ensure balloon cover stays in place after inserting the delivery system into a tube. Product verification testing (pv) testing is performed on sampling plan for each lot. Test includes; visual inspection, de-airing, balloon inflation pressure, total inflation & deflation time. All samples must meet the statistical acceptance criteria and pass the testing prior to release of the lot. The above listed inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance has contributed to the reported complaint. The complaint for the ¿balloon incorrect diameter¿ was unable to be confirmed since device and/or applicable photographs/video (relevant to the complaint event) were not provided with the complaint. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance was unable to be determined. However, a review complaint history, and manufacturing mitigations did not reveal any indication that a manufacturing non-conformance could have contributed to the complaint. At this time, there is insufficient information to determine the exact root cause. Since no manufacturing non-conformances were identified, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed, and the reported failure mode does not exceed the complaint trending control limits, a product risk assessment (pra) is not required. The complaint of ¿balloon incorrect diameter¿ was unable to be confirmed and no manufacturing non-conformities were identified. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed the march 2017 control limits for the applicable trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 20 mm sapien 3 valve by tf approach in aortic position, the valve had to be post-dilated with a 22 ml vax balloon and then foreshortened. It seemed as if the 20 mm delivery system balloon was not big enough to completely expand the valve.